Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Investigation type 4110: lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.7mm vticm5_13.7, -8.5/+2.5/057 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2021. The surgeon reports lens rotation. Reportedly, lens remains implanted. The cause of the event is reported as unknown.

Manufacturer narrative:
Additional information: b5- the reporter indicated that the surgeon implanted a 13.7mmvticm5 13.7 of -8.5/2.5/057 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was repositioned 17° ccw, and this resolved the problem. Claim# (B)(4).